Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment. Was delayed. Procedure was completed by redo the calibration before starting up. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of the system log file showed x-ray generator errors. As suggested by rse, upon functional testing fse found issue with x-ray tube. The fse replaced the x-ray tube and redo the edl calibration. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It has been reported to philips that generator error message displayed during start-up and x-ray was not possible. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that x-ray was not possible. Troubleshooting actions showed a problem with the x ray tube. The fse replaced the x ray tube and returned the system to use in good working order.